Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The disposable catheter passer (ID 821515) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined however, a potential cause of the reported event may be related to excess pressure application during the procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a catheter passer (ID 821515) nicked the anterior jugular vein while tunneling during the implant procedure. The physician applied pressure to stop the bleeding and this resolved the issue. According to information provided, there is no specified issue with the reported product. It is not specified if there was a surgical delay in the procedure due to a device issue, or if the patient experienced any signs and symptoms due to blood loss.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.